Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had no power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: the pump's black box showed no evidence of a "no power" event. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap threads were damaged. A test battery cap was used for all testing. The test battery cap was unable to fully tighten to the pump. The battery compartment was cracked. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The display screen was dim and discolored.

Manufacturer narrative:
(B)(4).